Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6a: if implanted, give date: not applicable as the device was not implanted. Section d6b: if explanted, give date: not applicable as the device was not implanted. Section e1: telephone number: (B)(6). Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that a haptic was broken during the loading of a preloaded eyhnace monofocal intraocular lens (iol). The issue was identified during handling prior to insertion on (B)(6) 2025. There was no involvement of the patient in this incident, and the device did not come into contact with the patient's eye. No further information is available.